Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Received via medwatch (mw5075163) right total knee failure, fixation failure, cement debonded right side. Loose tibia, unstable implant. Global failure of entire construct, revised. Loosening tibia, global failure total knee left side, revised. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00158.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all lot numbers and found to be according to the specification, valid at the time of production. Similar incidents have been filed with products from batch 52236596 and 52241245. No similar incidents have been filed with products from the other batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. Corrective action: product safety case 17-19. Any action regarding CAPA will be addressed with this case.

Event description:
Components in use listed as concomitant devices are: nx055z / as vega ps tibial plateau cemented t3. Nn264z / as tibial obturator d14mm. Nx130 / vega ps gliding surface t3/3+ 10mm. Nx043 / patella 3-pegs p3. Nx033z / as vega ps femoral comp.cemented f6n r. Nx009z / as vega ps femoral comp.cemented f4n l. Nx231 / vega ps+ gliding surface t3/3+ 12mm.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.